Event description:
It was reported there was a loss of efficacy which was unrelated to the stimulation therapy. It was noted the patient had exercised 3 days prior to report and the tube that they used to exercise with had snapped and it hit their implantable neurostimulator (ins). It was noted they were unsure if it did something but they had symptoms at the time of report. It was stated the ins said it was ¿on and okay.¿ it was noted they had exercised and the ¿surgical tubes¿ had hit where their ins was. It was noted they felt like something may have happened 3 days prior to report. It was noted they had a change in therapy and their feet were ¿killing¿ them. It was stated they thought they had parkinson¿s on one side but when they went off of their medication it was on their other side. It was noted they wanted to put in another stimulator. It was stated the patient could hardly sit down and they felt as though they had dystonia. It was noted they gradually got worse.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0ads4, product type: lead. (B)(4).